Manufacturer narrative:
One certain® gold-tite® hexed screw (iunihg) was not returned for investigation. The investigation was performed using the applicable instructions for use and risk files. Functional testing could not be performed since the products were not returned. No pre-existing conditions were noted on the per. The reported device was placed on an unknown tooth location for an unknown period of time. Pictures or x-ray images were not provided and no other information was provided. DHR review could not be performed as the lot numbers were unknown. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products within specifications. A year-long complaint history review by item numbers (iunihg) was performed for similar events and no complaint about nonconforming products was identified. March post market trending was reviewed and there were no actionable events or corrective actions for the reported event or products. Therefore, based on the available information, device malfunction and the reported event could not be verified since the products were not returned. The following sections have been updated: b4: date of this report. G4: date received by manufacturer. G7: checked "follow-up". H2: checked follow-up type. H6: entered evaluation codes. H10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet (B)(4). Age: not provided. Patient weight: not provided. Device lot number: not provided. Initial reporter fax number: not provided. Device remains in the patient.

Event description:
It was reported that a screw (iunihg) fractured within the implant. Fractured screw piece remains inside the implant. Doctor is requesting screw removal kit.